Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 30 mmol/l. The customer¿s current blood glucose value was 23.5 mmol/l. The customer did experienced symptoms of high blood glucose value. The customer treated high blood glucose with insulin pen. Auto mode feature was not activated at the time of high blood glucose event. The customer did not allege under delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The customer will discontinue to use the device.